Manufacturer narrative:
The insulin pump received with high current due to corroded battery tube. No blank display. Lcd board ok. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. No unexpected noise noted on device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer's blood glucose level was unknown. The customer states the pump was making noise and was blank. The customer states they had received replacement battery cap but the issues persist. The customer was advised the pump would be replaced and returned for analysis.